Event description:
It was reported that the arctic sun device had low water flow. Per review of wo on 19may2023, this device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. They replaced a circulation pump assembly. When they tested this ttm by bypass mode, flow rate was 0.6~1.3l/min. They found a problem of circulation pump. No patient involvement. Symptoms were detected during the equipment inspection. As per review of wo on 19may2023, there was no patient involvement. As per follow up information received via email on 22may2023, they repaired the device on the field. And for repair, they replaced a circulation pump assy. The issue was resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the flow rate was 0.6-1.3lpm. The circulation pump was replaced. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low water flow. Per review of wo on 19may2023, this device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. They replaced a circulation pump assembly. When they tested this ttm by bypass mode, flow rate was 0.6~1.3l/min. They found a problem of circulation pump. No patient involvement. Symptoms were detected during the equipment inspection. Per review of wo on 19may2023, there was no patient involvement. Per follow up information received via email on 22may2023, they repaired the device on the field. And for repair, they replaced a circulation pump assy. The issue was resolved.